Manufacturer narrative:
Age, weight and ethnicity: unknown/ not provided. Initial reporter telephone number: (B)(6). It was indicated that the device was discarded, therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye due the patient complained of discomfort for dysphotopsia 1 month post surgery. Visual acuity was good for all distances, but the patient had blurry vision. Surgeon targeted for os to be little bit hyperopic (+0.05), based on his previous synergy iol experiences. Vision pre-operative: far 0.7, near 0.7, vision post-operative: far 1.0, near 1.0. However, the patient kept complaining about blurry vision and daily activities significantly affected. A non-johnson & johnson lens was implanted as a replacement. Patient is satisfied with the exchange and has no complaint with dysphotopsia. Iol was discarded and not available for return. Patient information was not provided due to personal data privacy policy. No further information is available.